Event description:
It was reported that the patient had a biocath foley catheter insitu and felt a pop. It was stated that the catheter fell out and the balloon had burst. As per follow up information received via ibc on 21sep2022, it was stated that the effects on the patient appeared to be minimal, but the patient was being monitored and the customer was inquiring with the general practitioner about cystoscopy to check if anything left in the bladder. As per follow up information received via ibc on 28sep2022, it was stated that the general practitioner had decided to monitor the patient and the patient had at present got a urinary tract infection and stated that there is no indication for cystoscopy referral. It was unknown what medical intervention was provided for urinary tract infection and if the device contributed to urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a biocath foley catheter insitu and felt a pop. It was stated that the catheter fell out and the balloon had burst. As per follow up information received via ibc on 21-sep-2022, it was stated that the effects on the patient appeared to be minimal, but the patient was being monitored and the customer was inquiring with the general practitioner about cystoscopy to check if anything left in the bladder. As per follow up information received via ibc on 28-sep-2022, it was stated that the general practitioner had decided to monitor the patient and the patient had at present got a urinary tract infection and stated that there is no indication for cystoscopy referral. It was unknown what medical intervention was provided for urinary tract infection and if the device contributed to urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be mechanical failure, operator error, user hypersensitivity to latex, bacterial infection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with state 10ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.